Event description:
After lasik surgery, eyesight was 20/15, very happy. Near vision was still great. 6 months later, eye infections began to occur, two months of antibiotic treatments, and a discovery that I now have severe dry eyes requiring drops several times a day to prevent infection. Eyes tire easily.